Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported, to baxter (B)(4), a colleague infusion pump with failure code 804:26. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with failure code 804:26 was confirmed by a baxter service technician during product evaluation. This condition was caused by a loose communication harness. The communication harness was tightened to correct this condition.this device is a remediated colleague pump with a user interface module software version of 5.09.90.